Manufacturer narrative:
Vyaire medical complaint number: (B)(4). This unit is currently undergoing investigation. Once completed, the investigation results will be included in a follow-up medwatch report.

Event description:
It was reported to vyaire medical that the unit was not holding pressure. The mean airway pressure (map) on the unit is all over the place.

Manufacturer narrative:
Results of investigation: this unit was field serviced by a vyaire medical authorized service technician. The service technician calibrated the pressure transducer, ddi, and performed pneumatics checks on the unit. The service technician also performed the patient circuit calibration and ventilator performance checks.